Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) touchframe, which resolved the reported issue. (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had an error code. A review of the error codes indicate a touch screen blocked. The malfunction did not occur during pt use.